Manufacturer narrative:
Reported event of no radiofrequency (rf) telemetry was confirmed. Reported event of device in backup mode was not confirmed. The device was received with no telemetry and no output. Device was cut open to find high current drain and battery at normal levels. Further analysis isolated the high current to hybrid. Additional testing of hybrid showed that cause of high current drain is consistent with failure of integrated circuit anomaly on the hybrid.

Event description:
It was reported that the patient presented in-clinic for an unrelated study. Pre-study, it was noted that the implantable cardioverter defibrillator (ICD) failed to interrogate. During the study process, the ICD went into back-up mode with high-voltage therapy disabled due to unspecified reason. As a resolution the ICD was explanted and replaced. The patient was stable.